Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a depleted main batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 814:01 failure code. It is unknown when this condition occurred in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.